Event description:
This pt had left total knee arthroplasty in 2001. Pt has bad pain since that time. Pt has difficulty ambulating and performing activities of daily living. Pt has an abnormal gait. Pt was admitted to this facility for a revision of the left total knee. X-rays show a loose patella. The patella component was removed and replaced.